Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a right atrial micro perforation during use of the right atrial (ra) lead. It was also reported the ra lead exhibited high thresholds. Diagnostic testing/troubleshooting was performed. The patient was hospitalized for surgical intervention. The ra lead was re-positioned, and remains in use. No further patient complications have been reported as a result of this event.